Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the display screen had frozen 2 to 3 times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: black box and alarm history show no activity outside of normal use, no por events observed. The battery compartment is cracked on the side from threads down to the case seal. The pump was powered up/off several times, the pump boots up to the ¿verify¿ screen correctly, ¿ez-prime¿ steps were performed correctly; no unusual activity was experienced during investigation. Unable to duplicate ¿pump froze at the hour glass¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.